Manufacturer narrative:
(B)(4).

Event description:
The customer reported when they inserted the battery, a weak (low) battery message appeared and the device stopped working. There was no reported pt involvement.